Event description:
It was reported by the affiliate that during a cholecystectomy procedure that sicssoring occurred. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time. Axc4/vdj4 11/18/2008.